Event description:
It was reported during a procedure that the micro sagittal saw ran without user activation. A backup was used to complete the procedure. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the motor and rotor were damaged.